Event description:
Unomedical reference number (B)(4). Event occurred in canada on 30 may 2024, it was reported that six infusion sets did not stick. The set was in use for less than 6 hours. No further information available.

Manufacturer narrative:
Initial and final (B)(4). Device 1 of 6. E1: patient city: (B)(6). Patient country: canada.